Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Other: na.

Event description:
Caller reported the aviva system gave a blood glucose result of 366 mg/dl at a time when the customer was unresponsive. Wife administered 7 units of novolog insulin based upon the 366 mg/dl result. Customer's daughter then called 911. Paramedic's system result 20 minutes later was 39 mg/dl. Customer was given glucose, transported to a hospital where he was given glucose and fluids, released after 3 hours. A request was made for the return of the meter and strips, replacement sent.